Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that "do not expose to any chemicals or substances other than room temperature sterile 0.9% saline." It is also stated that foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes (including csf leaks), particularly in high pressure gradient applications. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the device was found to be tearing when being sutured intraoperatively. According to the report, the doctor put duraseal on the device prior to use. It was reported that the doctor put the sutures in and the sutures pulled through the device causing cerebrospinal fluid leakage. The report stated there was no delay in surgery and the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.